Event description:
It was reported that the geometry movement was having issues and that there was an error message which indicated that motorized movement was unavailable. It is unknown if the complaint device was in use at the time that the issue was discovered. No patient harm or injury was reported in association with this event. An investigation has been opened to evaluate this investigation.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was an issue with geometry movement and motorized movement were unavailable. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.